Event description:
It was reported that "while inservicing dr. Prior to his case, the clip applier fired its clips irregularly and additionally the clips that fired did not hold consistently."

Manufacturer narrative:
As soon as the engineer can evaluate the device and write his report, I will file a supplemental report.